Event description:
Describe event or problem: it was reported that 180 days after a coronary artery drug eluting stenting procedure the pt expired. Target lesion 1 was 8mm long and was identified in the left main coronary artery (lmca) with 90% stenosi and a 4.0mm reference vessel diameter. The physician treated the lesion with predilatation and placement of a taxus express2 8.8% 3.5 x 12mm drug eluting stent in the target lesion. Residual stenosis was 0%. The next day the pt was discharged on aspirin and plavix. 180 days post procedure the pt was diagnosed with deep vein thrombosis as well as stage IV non-small cell lung cancer. The pt was on warfarin and was noted to have poor compliance with medications. 1 month later, the pt was admitted with worsening shortness of breath and right lower leg edema. It appeared that the pt had untreated pe with recurrent pe and dvt. Pt and inr were not therapeutic. The pt was continued on warfarin and a thoracic surgeon was consulted due to worsening left pleural effusion, thought to be secondary to metastasis. Warfarin was held for a couple of days, and the pt had assisted thoracoscopy with complete drainage of fluid as well as pleurodesis. The pt had an uneventful recovery and was discharged home with hospice care 10 days later. In 2006, the site discovered from the death index that the pt expired. The cause of death was noted as lung cancer. Several attempts were made by the site to obtain more death info which was unsuccessful. No further info is available. In the opinion of the physician the relationship of the death to the target vessel is not involved.